Event description:
Information received from an optician. A pt was trial fit with an acuvue advance contact lens and had a satisfactory evaluation about 20 minutes after initial insertion. About two hours later the pt was reportedly jogging with a friend and reportedly had red eyes and difficulty breathing. The pt was taken to an emergency room and was treated for "anaphlylactic shock." The optician said he had spoken with the pt's family member and the pt was stabilized in the emergency room, admitted and released.